Event description:
First implant did (B)(6) 2012, cement came loose had to have revision done (B)(6) 2018. Depuy sigma rx cut nerve, bone put same kind back in longer rod still having a lot of problems. FDA safety report ID# (B)(4).